Event description:
A malfunction was reported by the customer, and there was no adverse impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.